Manufacturer narrative:
Examination was not possible, as the product was not returned. Follow up correspondence from the sales rep found the surgeon unscrewed the inserter while he was out of the room. Although he has used this system throughout his residency, he forgot that he was not to unscrew it. This happened while the rep stepped out of the surgery room for a couple of minutes. The tip wasn't found until the final x-ray. The rep stated he didn't feel the instrument failed. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Surgeon accidently implanted biostop inserter tip in the cement mantle of humeral stem.